Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old female patient had impella cp pump inserted in the femoral. On the third day of support, the patient experienced leg ischemia and decision was made to explant the pump. After a few minutes, the patient appeared to become very unstable and the mitral valve seemed damaged from the pump removal. The patient expired due critical condition of cardiogenic shock under cardiopulmonary resuscitation (CPR) and severe mitral valve (mv) regurgitation.